Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the physician was unable to implant the lead due to patient anatomy. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.